Manufacturer narrative:
Citation: nakase m, tomii d, samim d, et al. Impact of severity and extent of iliofemoral atherosclerosis on clinical outcomes in patients undergoing tavr. Jacc cardiovasc interv. 2024;17(20):2353-2363. Doi:10.1016/j.jcin.2024.07.009 earliest date of publication used for date of event. Medtronic products referenced in the article: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of iliofemoral atherosclerosis on outcomes in patients undergoing transcatheter aortic valve replacement (tavr). The study population consisted of 2,023 patients who underwent transfemoral tavr with either a medtronicvalve system (evolut r/pro/pro+) or a non-medtronic valve system (various brands). Within one year of tavr, a total of 308 deaths occurred. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. Other adverse outcomes observed following tavr: stroke and vascular complications. Vascular complications encompassed puncture site and non-puncture site perforation, rupture, dissection, stenosis/occlusion, pseudoaneurysm, and hematoma. To treat these complications, the authors performed covered or uncovered stent placement, balloon angioplasty, or surgery. No further information was provided pertaining to medtronic products.